Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the rv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the system was viewed under fluoroscopy and no anomalies were observed. Additionally, lead to device header connections were verified to be appropriate. Defibrillation threshold (dft) testing was performed and noted shock impedance measurements of 89-95 ohms.

Manufacturer narrative:
The lead remains in service pending the device replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements from 60-120 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. The physician will continue monitoring. No adverse patient effects were reported. Boston scientific received new information. The field representative reported there have been at least three red alerts in the remote monitoring system for the high shock impedance measurements, indicating the measurements were now out-of-range. The physician was considering revising the lead at a device replacement procedure. No adverse patient effects were reported.